Event description:
Complaint alleges that the clips are not loaded into the tip, which was found during a cholecystectomy procedure. No clips fell into the patient, and there was no harm to the patient. Patient current condition reported, as fine.

Event description:
Complaint alleges that the clips are not loaded into the tip, which was found during a colecistectomia procedure. No clips fell into the patient, and there was no harm to the patient. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigations did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 01m1300260 was confirmed with sample received. During visual inspection it was observed: trigger component was received pre-activate, a stuck clips in the tip the jaws; clip is closed, tube component shows punches. Functional inspection was performed, as follows: applier was activated for full activation cycle and the clip received in jaws was activated). No quality issues were found during the activation, clips loaded, closed and released properly. Although; from the sample received it was observed the defect reported by the customer not loading clips during visual inspection, the root cause for this issue is considered unknown due to that the applier was received pre-activated; activation cycle was not completed. A functional inspection was performed with the remaining clips received, the device worked properly; applier was activated of different form, and not quality issues were found. Therefore, corrective action is not required at this time. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.